Event description:
A physician reported that a patient was experiencing an increase with his vns worse than before. The patient's increase in seizures began after a change in vns settings. The remaining medications were kept reasonably consistent. Additionally information was provided indicating that the patient began experiencing better seizure control after increasing the patient's output current again. A review of the device history record for the implanted generator confirmed proper device functionality prior to release for distribution.

Event description:
Additional information was received from the physician indicating that when the patient experienced the increased seizures, it was substantial enough to cause the patient to stay home and not be able to go to school.